Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: if available, please provide lot number of the product involved? D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H3: investigation summary the product was returned to eth for evaluation. Visual analysis revealed that one winding former with a needle suture combination that pertains to product code sxpp1a403. During the visual assessment of the needle suture, it was noted that the swage and attachment area was noted be as expected. The suture was examined, and the sides of the fixation tab were observed broken. In addition, crimping marks could be observed in the core of the fixation tab. A photo was provided showing one winding former with a needle suture. It should be noted that a 100% inspection is performed via automotive vision system to ensure the tab is present and complete during manufacturing. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. The manufacturing records could not be reviewed as the batch/lot number is unknown.

Event description:
It was reported that patient underwent an unknown procedure on (B)(6) 2025, and barbed suture was used. The fixation feature was found broken when it was opened for the surgery. Changed to another one to complete surgery. There is no report on patient's injury. Additional information was requested.